Event description:
During a laparoscopic liver tumor resection, first an endo gia universal stapler, instrument made a loud cracking noise, but delivered the staples properly. It was isolated and not used again. Next an endo gia universal xl stapler device was successfully used, but it also made a loud cracking noise and it was not used again. The two staplers were sequestered for investigation.